Event description:
Device 4 of 4. Reference MFR report: 1627487-2013-08194, 08195, 08196.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Evaluation codes: results: the complaint was confirmed. As received, the ipg had a cored bottom septum with severe discoloration in the septa and header. The fluid intrusion was likely due to the cored septum. The fluid intrusion in the header caused by the cored septum could cause diminish loss of therapy. The ipg was functionally tested on the auto-tester and passed all testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.